Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #:(B)(4).

Event description:
A site reported to rxsight that after delivery of a light adjustable lens (lal, sn (B)(6), +19.0d), the physician observed a posterior capsule tear and implanted the lal in the sulcus. An anterior vitrectomy was also performed. Rxsight's first awareness of the event was on (B)(6) 2023.